Manufacturer narrative:
Updated sections: premarket identification, type of report, follow up type, device evaluated by MFR, adverse event problem, concomitant medical products. Trackwise # (B)(4). The device was returned to the factory for evaluation on (B)(6) 2019. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. A suture holder was observed to be outside of the rail. The suture holder was in two (2) pieces and was returned for evaluation. There were no other visual defects observed. Based on the returned condition of the device, the reported failure "break" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor verifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat suv vacuum stabilizer system, st. One of the suture holders of the access rail belonging to the om9000s was coming loose from the blade. The operation was successfully completed and no other product were used. The hospital did not report any patient effects.

Manufacturer narrative:
Correction: device was received on 11/15/2019, a follow up report will be submitted once the investigation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat suv vacuum stabilizer system, st. One of the suture holders of the access rail belonging to the om9000s was coming loose from the blade. The operation was successfully completed and no other product were used. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device was discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat suv vacuum stabilizer system, st. One of the suture holders of the access rail belonging to the om9000s was coming loose from the blade. The operation was successfully completed and no other product were used. The hospital did not report any patient effects.